Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that during the implant attempt there was intermittent output on the device and pauses noted on the ECG. The status of the device is unknown. Further follow-up did not yield any additional relevant information regarding this event. No patient complications were reported as a result of this event.